Event description:
Customer informed us on may 23 that one of our products was involved in a case, in which the treated patient sustained a laceration.

Manufacturer narrative:
In the course of this investigation, no deviations in the product sent in could have contributed to the incident described. Therefore, no causal link can be established between the rejected product and the described incident. Our experience is, that pinning technique can contribute to a loss of pressure and/or slippages. This may not have been optimal, as recommended by us in the instructions for use (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." Further information on the incident described has been requested and may be provided in a follow-up report upon receipt, if applicable.